Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the introduction of the trocar to the abdomen on a laparoscopic cholecystectomy, the obturator got stuck in the sleeve of the trocar because the fit was too tight. After the trocar was introduced to the patient, when they went to take the obturator out of the sleeve, it was so tight that it actually pulled the sleeve out of the patient. The trocar was replaced with another product to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the obturator was received inserted into the cannula. Prolonged insertion can cause the envelope seal to become stretched. The envelope seal and cannula appeared intact. The obturator was received. The obturator had one of its locks tabs damaged. Pmv performed functional testing, the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur with improper handling during the clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.